Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized after experiencing a low blood glucose reading of 40 mg/dl. Prior to the event, the customer changed the infusion set at 2:00 pm. At 2:30 pm she delivered a bolus of 4 units. By 6:00 pm she was feeling sick, and had a blood glucose reading of 40 mg/dl. The customer noticed that the reservoir door was open, and almost 100 units of insulin were missing from the reservoir. The customer felt that the plunger may have been pressed accidentally. Nothing further was reported.